Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump first alarmed no delivery twice and then experienced a keypad anomaly. She stated that her daughter caused the alarm because she backed out. She stated that she put the insulin back in, and when the user went to input the carbohydrates value into the device, the numbers kept scrolling up. She had to press the esc button for a long time to get the scrolling numbers to stop. The caller did not know the blood glucose reading. The caller did not observe any significant events leading to the keypad issues, noting that the device was brand new. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.